Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The root cause could not be determined as the reported issue was not duplicated; no performance issues were found. Return analysis visual inspection of the unit under test (uut) found no indications of damage or misuse. The blower assembly was disassembled, and all foam inserts were found to be installed correctly and there were no signs of damage or anomalies found on the radial blower.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator blower sent under warranty to fix noise issue was defective. No patient involvement associated with this issue.